Event description:
Update: high blood glucose was treated with a manual injection. Therefore, incident is not in scope for diabetic ketoacidosis. The customer was in the emergency room and was not hospitalized.

Manufacturer narrative:
The pump was received with a cracked lcd window and a cracked case behind the pump near the battery tube compartment. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08735 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. On the primary svn#: (B)(6) event date of 20-mar-2025, there is no unexpected alarm(s)/suspends recorded in the formatted history file. Unable to verify daily total of basal/bolus and all insulin delivered on the primary svn#: (B)(6) event date of 20-mar-2025 listed on smartsolve due to insufficient data in the trace/history files. In further review of the formatted history file 2 days prior to the related svn#: (B)(6) event date of 11-mar-2025, these pump error(s)/alarm(s) were noted: insert battery alarm was found on: (B)(6) 2025 11:01:23.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Lostsensor1alert (780) was found on: (B)(6) 2025 08:02:00.000, (B)(6) 2025 08:12:00.000. Sensor expired alert (794) was found on: (B)(6) 2025 21:37:56.000, (B)(6) 2025 21:47:00.000. Lost sensor2 alert (781) was found on: (B)(6) 2025 08:28:00.000. In further review of the formatted history file 1 week prior to the primary svn#: (B)(6) event date of 20-mar-2025, these pump error(s)/alarm(s) were noted: lost sensor1 alert (780) was found on: (B)(6) 2025 20:28:00.000, (B)(6) 2025 20:38:00.000, (B)(6) 2025 05:29:00.000, (B)(6) 2025 05:39:00.000, (B)(6) 2025 04:14:00.000. Sensor error alert (801) was found on: (B)(6) 2025 19:22:01.000. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. No pump/transmitter communication anomaly noted. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warmup. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No lost sensor alert, sensor error alert, sensor expired alert or unexpected sensor errors or anomalies were noted during testing. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (24.66 mv). The pump was received without a battery. The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Cosmetic damage was confirmed at the case - battery tube side and screen of the pump during analysis. The pump passed all the required testing. Unable to verify customer alleged for high bgs/dka. Customer alleged for pump/transmitter communication anomaly was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported damage to the crack screen and the battery tube side. The customer reported a blood glucose value of 511 mg/dl. The customer experienced hyperglycemia and elevated ketones were treated with an emergency room visit. The customer had hyperglycemia and was treated with a manual injection. The customer experienced symptoms of confusion, feeling sick/unwell, tired/weak, and altered vision at the time of the hospitalization event. The event involved product(s) mmt-7040a, mmt-332a, mmt-397a and mmt-1884. Troubleshooting was performed for the cosmetic damage, and the customer reported physical damage on the pump, not related to the retainer ring. Troubleshooting was performed for the high blood glucose, and the customer has been using the insulin pump system within 48 hours of the reported event, and the customer was not using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. No product return is required for mmt-7040a. No product return is required for mmt-332a. No product return is required for mmt-397a. No product return is required for mmt-1884.